Event description:
It was reported that the patient implantable cardioverter defibrillator (ICD) exhibited inappropriate shock. The patient condition was unavailable. Further information was requested but not received.